Manufacturer narrative:
The drill was received by the u.s. Manufacturer and the complaint was confirmed. Internal components were evaluated and a worn motor assembly and bearing was discovered. A damaged motor assembly and bearing can lead to increased friction between rotating components, resulting in heat being generated. Additionally, a cut was discovered in the power cord, which can also cause the motor assembly to generate heat when the drill is operated. The motor assembly and bearing were replaced, and the device was returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer technical specialist, the drill heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.